Event description:
This is a spontaneous case report of peritonitis in a male patient of unknown age from (B)(6) following therapy with unspecified pd solutions, received from a nurse by baxter (B)(4). At an unreported date the patient started therapy with unspecified pd solutions. At an unreported date the transfer set detached from the titan adapter as the tubing of the cycler set was twisted. Three weeks later on (B)(6) 2011 the patient developed peritonitis. The patient was hospitalized and treated with antibiotics. The reporter stated that the event was unrelated to the detaching of the transfer set from the titan adapter as the onset of the peritonitis was 3 weeks later. On (B)(6) 2012 additional information / clarification received from the sales rep. The patient reported that the material of the blue band which is holding the tubing of the cycler set apparently changed. The blue band gets loose when removing the cycler set from the over pouch. As a result, it is difficult to untangle the tubing. It cannot be excluded that the tubing of the cycler set gets twisted before connection to the transfer set. This may cause a torsion which can result in a disconnection.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. This incident is being reported because the product is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint was not confirmed as no sample or batch details were available. A batch review could not be conducted as the lot number is unknown. No root cause has been determined.